Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with peritonitis in (B)(6) 2014. The patient was found to not properly adhere to aseptic technique. The patient was treated with vancomycin, had the pd catheter removed and was transitioned to hemodialysis treatments. Medical records have been requested.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of the plant's investigation.